Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized on the same day as the onset for the peritonitis event. The cause and treatment were not reported. At the time of this report, the patient was recovering from peritonitis. Physioneal and extraneal therapies were ongoing. No additional information was provided as the reporter declined follow up.